Event description:
It was reported that stent damage occurred. The chronic totally occluded stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). After a 7f 0.75 non-bsc guide catheter was engaged to the rca, a non-bsc guide wire crossed the lesion. Aspiration of thrombus was performed and the lesion was diagnosed via intravascular ultrasound. Then, a 12 x 3.00mm promus premier¿ stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed from the patient; however, the distal part of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).